Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced a cgm accuracy issue which occurred the day after sensor insertion into the arm. On (B)(6) 2024, the patient¿s cgm was reading 110 mg/dl when he started to feel heavy and passed out. The patient¿s boss called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 40 mg/dl and no cgm comparison value was reported. The patient was given gatorade and was advised to eat once he regained consciousness (which was after about 15 minutes). Ems continued to test his bg meter reading a few more times until it stabilized, but no specific values were reported. The patient remained at work. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.